Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification until (B)(6) 2010. The device failed a self-test on (B)(6) 2010 due to a low battery, the recorded temperature was 3 degree celsius. It then continued to perform to specification until (B)(6) 2010. The device failed self-test on (B)(6) 2010 due to a low battery, the recorded temperature was 7.7 degree celsius. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between 25 (B)(6) 2010. Investigation did not confirm a fault with the device or any component in the device. However, during inspection there was evidence of corrosion on the screw heads, speaker and membrane tail. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured on the membrane it is possible that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically. A device switching itself on automatically can cause premature depletion of the pad-paks (battery). The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.